Event description:
Patient underwent an exploratory lap with total abdominal hysterectomy, bilateral salpinges - oophorectomy, omentectomy, pelvic periaortic lymphadenectomy, and peritoneal biopsies for stage 3b adenocarcinoma of the ovary in 2007. A jp drain was placed at the time of surgery on the same day. The jp drain was removed on nine days later. CT results revealed a portion of the drain was retained. The pt was returned to surgery and the retained drain was removed on six days later. Original packaging not retained.